Manufacturer narrative:
The device history record (DHR) review that there is no indication that the device, labeling or packaging failed to meet its specifications when released. Analysis of the returned device found that the subject stent was stuck in the rhv (rotating hemostatic valve) and was deformed .the sdw (stent delivery wire) was seen to be kinked bent and broken. Additionally, the sheath tip was manually damaged. Functional inspection was unable to perform as the returned stent was stuck in the rhv. The reported was confirmed based on analysis. The device did not meet specifications when received for complaint investigation based on the analysed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that after the subject stent was advanced to the place, it could not be pushed out of sl-10 microcatheter to deploy. The instillation of microcatheter was proper. Additional information received from the customer indicated that the device was prepared for use as per the directions for use, the subject stent device was confirmed to be in good condition prior to use on the patient, continuous flush was set up and maintained and the patients anatomy was moderately tortuous. As the subject stent device was returned for analysis and the sdw was noted to be kinked and broken/fractured, the tip of the introducer sheath was noted to have been cut and the stent had been deployed within the returned rhv. It is probable that the tip of the introducer sheath was cut by the physician prior to the transfer of the stent into the microcatheter, this may have caused damage to the stent/sdw which may have caused the reported difficulty to advance the stent further through the microcatheter. It is probable that the stent deployed in the rhv during removal of the device after the failed use attempt. It is probable that the cut to the distal tip of the introducer sheath is likely to have caused or contributed to the reported event, therefore an assignable cause of user error will be assigned to the reported ¿ stent difficult/unable to advance or pullback through catheter¿ and to the analysed ¿stent deformed', 'sdw kinked bent¿, 'sdw broken/ fractured during use¿, ¿ stent introducer sheath distal tip damaged¿ and ¿ stent deployed prematurely during retraction/re-sheathing¿, as the investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user.

Event description:
Analysis of the returned subject stent device revealed that the sdw (stent delivery wire) of the subject stent was broken/ fractured during use. There were no clinical consequences to the patient due to the event.